Event description:
Patient was implanted with lcp plate construct on an unknown date for a conversion to a 1-bone forearm procedure at a different facility. On an unknown date, the patient fell and broke the arm and plate. Patient was returned to the operating room on (B)(6) 2012 for revision. Surgeon removed all hardware and patient was revised to an orif with 3.5mm lcp plate construct. Patient initially underwent a synostosis takedown prior to the lcp plate implant.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusions could be drawn, as no product was returned.